Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. The ra was capped, and a new ra lead was successfully implanted on (B)(6)2023. The patient was stable throughout the procedure.